Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 012) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/18/2015 with the following findings: the alarm history revealed consecutive ¿call service (cs) 054/cs052/cs012¿ alarms on (B)(6) 2015. There was no activity outside of normal use observed in the black box. The battery cap and cartridge cap was not returned; therefore, test caps were used to complete investigation. The ¿ez-prime¿ steps were performed correctly; no ¿cs012¿ alarms or any errors, alarms or warnings occurred during investigation. The pump¿s cover was removed; there were no intermittent conditions found to the cgm module or to the pcb. The product performed within specification and the reported ¿cs012¿ complaint was unable to be duplicated during investigation.